Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included addison's disease where she would sleep "all day long"; back was ¿killing her¿; and back surgery in 2005. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that beginning in (B)(6) 2017 the patient was being unexpectedly denied boluses by the ptm (personal therapy manager). When she tried to give herself a bolus it would tell her she needed to wait a couple of hours even though she had waited the allotted amount of time that was necessary between boluses which was 4 hours. The ptm parameters were ¿6x/day, 1x/240m, 3x/12 hrs¿. She got a bolus at 6:30 am and when she tried to give herself a bolus at 10:30 am it told her she had 2.5 hours left to wait. When checking the ptm parameters using the ptm, the patient saw a refill date of (B)(6) 2017. It was not clarified if this was the patient¿s current or prior refill date. Today, the patient¿s back was ¿killing her¿ and she stated that her pump ¿moves around so much¿. The pump moving around was noticed at her last appointment in the beginning of (B)(6). No further patient complications have been reported as a result of this event.